Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the lead was observed to be bent during a device change out procedure. The lead was functioning properly with the new device. The lead remains implanted and will continue to be monitored. The patient was stable before, during and after the procedure.